Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was reimplanted with another cochlear device on (B)(6) 2021.

Manufacturer narrative:
This report is submitted on december 14, 2021.